Event description:
Prior to the implant procedure, it was observed that the helix of the atrial lead was unable to extend. The physician elected to use a new lead to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported event of ¿screw did not move out smoothly¿ was not confirmed. The helix was retracted and no indication of blood/body fluids were noted inside the helix housing. Without cleaning, helix could be extended and retracted with no anomalies noted.